Event description:
It was reported that patient¿s family member was not able to adjust stimulation. It was reviewed that the upper limit was reached at 1.50v. The manufacturer representative was on the other line and the patient¿s family member wanted to disconnect to speak with them. The patient had recently had the device implanted and they were very upset that the patient was sent home from their health care provider¿s (hcp¿s) without it being tested and they couldn¿t control it. The patient¿s family member didn¿t think they synced it and tried to turn it up before the patient went home. The patient was given instructions to increase the amplitude to 2.0v once they got home and they could not increase it past 1.5v because they saw the upper limit screen. It was not high enough and was not giving the patient any control. The problems started on the day of implant and the patient¿s family member had called the manufacturer representative and they hadn¿t returned their phone calls. They were told to call the manufacturer and they talked to the manufacturer representative about the reported problems on the day of implant and were told that the manufacturer representative would meet with the patient at their managing hcp¿s office on the morning of (B)(6) 2014. They were dissatisfied with this as the patient had a hard time getting up that early and they wanted the manufacturer representative to come to their home. It was reviewed that it didn¿t sound like there was anything patient services could assist with and the patient¿s family member stated ¿so in other words we got a device that¿s not going to work, that¿s great.¿ it was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was not device related. Reprogramming was needed. The bovie was placed too close during surgery causing the amplitude to not be able to be turned up. No troubleshooting, interventions, or other actions were taking to resolve the event. The patient did experience a gradual loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, implanted: (B)(6) 2014, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).